Manufacturer narrative:
(B)(4). Approximate age of device ¿ 3 months. A correlation between the device and the reported gi bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate ii left ventricular assist system. The patient remains on lvad support. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient presented with a hemoglobin value of 6.3 g/dl, with a baseline of 10 g/dl. The patient reported having dark tarry stools and a hemoccult test was positive. An esophagogastroduodenoscopy found fresh blood in the duodenum, but the source of bleeding was unable to be located. A colonoscopy was also performed. The patient was transfused with a total of 11 units of packed red blood cells (prbcs) during the hospital stay. The patient was discharged on (B)(6) 2015. On (B)(6) 2015 the patient was readmitted. On (B)(6) 2015, the patient underwent embolization of the proximal portion of the gastroduodenal artery and the right gastric artery during endoscopy by vascular interventional radiology. The patient had persistent melena and a repeat endoscopy was performed on (B)(6) 2015 with cautery of the bleeding duodenal site. The patient received a total of 10 units of packed red blood cells during this admission. The patient's hemoglobin reportedly stabilized from (B)(6) 2015 onward. No additional information was provided.